Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The blood glucose level was over 600 mg/dl at the time of incident. Customer's current blood glucose level was 267 mg/dl. They declined for troubleshooting. The customer was in the emergency room as a result of high blood glucose. Customer's blood glucose level was 307 mg/dl when they left the hospital. Customer was wearing the pump at time of hospitalization. The product will not be return for analysis.